Manufacturer narrative:
The device history record of reported lot number 6018610 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that, after the intubation, the device triggered an alarm, and inspection revealed a leak in the intubation cuff. Per reporter, the alarm stopped after it was replaced with a new one. There was patient involvement, but no patient harm/adverse event was reported.